Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping. This alarm event will result in a "no disposable, clamp tubing" alarm if not addressed and will pause the delivery of the pump. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿double beeping fault" was confirmed during testing. The probable cause was downstream occlusion (dso) sensor damaged. The dso was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.